Event description:
Electrical. This unit was reported to have shocked a nurse during use.

Manufacturer narrative:
Active investigation in progress; results of investigation will be provided in a supplement report.